Event description:
A report was received that a pt had her implantable pulse generator (ipg) explanted due to suspected infection. The pt presented with symptoms of redness and swelling at the ipg site. During the procedure, the physician did not believe there was infection and no culture was taken. The pt was prescribed oral antibiotics as a precaution. The pt is reportedly doing well.

Manufacturer narrative:
The explanted ipg was discarded by the medical facility and will not be returned for evaluation.